Event description:
Fecal management device in place. Tubing securely attached (clicked in place) to bag but stool leaking from around attachment area. Manufacturer response for stool management sytem, dignishield stool management system (per site reporter). Bard medical sales representative was notified. Picture sent to productcomplaints@bd.com. The contaminated equipment was discarded due to infection control practices.